Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a detailed examination of the balloon could not identify any tears or holes in the balloon material. There was a large build up of solidified contrast media present inside the balloon and inflation lumen. Several attempts to inflate the balloon failed. The device was immersed in hot water in an attempt to dissolve the contrast media, however, all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a 2.00x20mm apex balloon catheter was being used during the procedure rather than a 1.5x15mm maverick2 balloon catheter.

Event description:
It was further reported that a 2.00x20mm apex balloon catheter was being used during the procedure rather than a 1.5x15mm maverick2 balloon catheter.

Event description:
Same case as MFR# 2134265-2011-00944. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 60% stenosed, 4.0x16mm eccentric and denovo target lesion was located in the non-tortuous and non-calcified left main artery (lm). A 1.5x15mm maverick2 balloon catheter was advanced to the lesion; however, when the physician attempted to inflate the balloon, it ruptured at an unknown pressure. The device was successfully removed from the patient and then a 2.25x12mm quantum maverick balloon catheter was advanced to the lesion. While using the device it was noted that the balloon was ¿broken¿. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s current condition is stable. Additional information was requested and is not available.